Event description:
The catheter had been indwelling 2-3 days. There were no issues with the catheter placement; the patient had very large, easy to access veins, and the catheter was placed in the forearm. The patient was having a bit of a fit and pulled her catheter out and threw it on the ground. When the nurse found it, the catheter had broken with a centimeter or two of catheter tubing protruding from the hub. It was feared the catheter was still in the patient because one physician and two nurses thought they could feel the catheter in the vein. The fluoroscopy and CT scan were performed, but the portion of catheter was not found. The patient was discharged to a 24-hour care facility in a different section of the hospital due to her original condition.

Manufacturer narrative:
Conclusions: a root cause analysis could not be performed as the sample had been discarded by the hospital and therefore, not returned for evaluation. We were unable to review the device history as a lot number for this incident was not provided.